Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Loose drive support disk, cracked case near reservoir window, cracked end cap and cracked reservoir tube lip noted during visual inspection.

Event description:
It was reported that the customer accidentally rewound the insulin pump with the reservoir in, and the drive support cap popped out. Advised the caller that the insulin pump would be replaced. No further information was provided.